Event description:
It was reported that the customer passed away due to a heart attack. It was stated that it is unknown if the customer was or was not wearing the device at time of her death. The son stated that the customer was on a cruise ship and the doctor on board stated that when the customer changed the site, the infusion set was not connected properly and her glucose level was over 500 mg/dl. It was stated that the customer's son felt it was not device related. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.